Event description:
On 2/19/1998 codman intracranial pressure monitoring catheter stopped measuring a pressure and waveform. All connections remained intact. Nursing changed the monitor and the cable without improvement in catheter readings. The monitor read "transducer not connected." Intracranial pressure documentation: 2/18: -4 to +15, usually 0-5. 3/19: -9 to +10, usually 0-5.